Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site ID-(B)(6). It was reported that on (B)(6) 2026, a 27mm epic max valve was implanted in the patient. Twenty-four hours after the surgery, the patient experienced respiratory deterioration due to congestion and required escalation of respiratory support to high flow nasal cannula and non-invasive mechanical ventilation. The fluid balance was improved and empirical antibiotic therapy was initiated due to suspected respiratory infection.